Event description:
During in-house examination, the rotator was found detached from the barrel. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
One 8cc syringe was received with the rotator detached from the barrel due to insufficient solvent. In may 2008, a new solvent dispenser was validated and implemented to improve the bonding process. The sample in question was manufactured prior to this update. The device history was reviewed and was acceptable. Smiths was able to confirm the issue and determine the cause. Updates have been addressed and the issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.